Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 8atms. It is unk how many times the balloon was inflated. The lesion being treated was located in the moderately tortuous, moderately calcified and 90% stenotic left anterior descending artery. The procedure was successfully completed with another balloon. Patient status is listed as "good".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.